Event description:
It was reported that the patient's implantable device recorded an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended. In-office manual measurements were possible, but auto amplitude was not. Device data showed atrial tachy response (atr) episodes with noise oversensing on the right atrial (ra) channel in bipolar sensing configuration. Muscle provocation showed reproducibility of noise and oversensing, and a ra lead integrity issue was suspected. The cardiologist will decide on further course of action. No adverse patient effects were reported. This ra lead remains in service. Of note, there was no involvement by a boston scientific local area field representative in the management of this case.

Manufacturer narrative:
Current evidence suggests this product remains implanted; therefore, technical analysis cannot be conducted.

Event description:
It was reported that the patient's implantable device recorded an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended. In-office manual measurements were possible, but auto amplitude was not. Device data showed atrial tachy response (atr) episodes with noise oversensing on the right atrial (ra) channel in bipolar sensing configuration. Muscle provocation showed reproducibility of noise and oversensing, and a ra lead integrity issue was suspected. The cardiologist will decide on further course of action. No adverse patient effects were reported. This ra lead remains in service. Of note, there was no involvement by a boston scientific local area field representative in the management of this case. As of 28-jan-2025, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.